Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated that threshold testing was performed and confirmed there was no loss of capture. The root cause of the reported clinical observations was not identified and the physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has experienced a couple syncopal events. The physician suspects that the sudden bradycardia response (sbr) programming is not aggressive enough and sbr reprogramming was performed. A boston scientific sales representative reviewed the device data and stated the sbr episodes do not correlate with the syncopal events. No adverse patient effects were reported.